Event description:
It was reported that the insulation coating of the shaft peeled off during use and even if the activation time is unknown, it was less than the time limit. The temperature alarm did not sound but the surgeon thought that cause of the failure the device was heating. No delay, no patient injury. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. No product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Factors that could have contributed to the reported event include: insufficient saline flow. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.